Manufacturer narrative:
(B)(4); the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a device check after hearing beep tones. Upon interrogation, a red warning screen was observed, with several error codes and erroneous device counters noted. A magnet reset of the device was performed successfully, which restored most of the device information to normal values. The device data was submitted to technical services and engineering for review. Analysis of the device data confirmed a significant memory corruption had occurred. The device will be unable to correctly perform diagnostic functions and may undergo random restarts, which may delay therapy delivery. Device replacement was recommended. The patient was hospitalized and a replacement procedure was performed five days later. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified tool marks on the device case, likely induced during the explant procedure, but no further anomalies were noted. During attempts to test the device, telemetry dropped out and the device could no longer be interrogated. The device case was opened to facilitate inspection of the internal components. A connection between the batteries and fuse was found to be cracked. This cracked component resulted in random power-on resets and the observed beeping and error codes.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a device check after hearing beep tones. Upon interrogation, a red warning screen was observed, with several error codes and erroneous device counters noted. A magnet reset of the device was performed successfully, which restored most of the device information to normal values. The device data was submitted to technical services and engineering for review. Analysis of the device data confirmed a significant memory corruption had occurred. The device will be unable to correctly perform diagnostic functions and may undergo random restarts, which may delay therapy delivery. Device replacement was recommended. The patient was hospitalized and a replacement procedure was performed five days later. No additional adverse patient effects were reported.